Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a pka 3.0, the long guard detached. The surgeon used a lap to tighten it, and continued the case. There was a surgical delay of 2 minutes.

Manufacturer narrative:
An MDR was opened inadvertently for this event. Based on the information provided in the event description/event details tab, this complaint does not meet reportability criteria.

Event description:
During a pka 3.0, the long guard detached. The surgeon used a lap to tighten it, and continued the case. There was a surgical delay of 2 minutes.